Event description:
Event description guidant received information that this device would not pace during the implant procedure. The lead tested good. Upon attaching the lead to the device there was no pacing. Increasing the amplitude did not help. In unipolar mode, there were pacing spikes with no capture. The doctor attempted several times to re-attach the lead and make sure the pacemaker setscrews were down. A different device was implanted onto the same lead and it worked appropriately. The patient is not dependent and had no symptoms. The unused device has been returned for analysis.